Event description:
Employee was injecting sterile water into a sealed vial to reconstitute a powdered medication and when she moved her thumb from the orange button (prior to activating the safety device), the needle and spring ejected out the back of the barrel towards the user. No injury to employee.